Event description:
It was reported by the pt that she was experiencing a burning sensation around her generator site and that she was concerned that there may be a "short in the machine". The pain/burning started following her 3rd generator replacement surgery. The pain was reported as occurring every now and then and was said to not be related to stimulation. The physician had recently performed diagnostics on the device and everything was "working fine". The pt also reported that the physician reduced her signal frequency. The pt reported no recent trauma and would not use her magnet to disable the generator as she felt that the pain/burning was not related to stimulation. Add'l info was received from the treating neurologist indicating that he also believed the device was malfunctioning because the pt was experiencing pain at her generator site. The physician also reported that system and normal mode diagnostic test results indicated that the lead impedance and output status were ok. He indicated that the pain/burning was intermittent, occurring daily, and not associated with stimulation. The pain was occurring in the upper left chest, at the incision site, and was worsened with touch. X-rays have been scheduled, however it is unclear when or if they will be returned to the MFR for review. The pt's generator is still on. However, it was recommended that the device be disabled if the physician feels that it is malfunctioning. The pt may be referred for revision surgery. Current settings are: (B)(6) 2011 - output current: 2.25 ma, signal frequency: 15 hz, pulse width: 500 usec, on time: 30 seconds, off time: 3 minutes, magnet output current: 2.5 ma, magnet pulse width: 750 usec, magnet on time: 60 seconds.